Event description:
This lead was implanted on (B)(6) 2004 and remains implanted at this time. The physician noted that the lead did not capture at maximum output with pacing impedance less than 200 ohms and shock impedance of less than 20 ohm. The impedance change begun in (B)(6) after an episode of multiple shock delivered on sustained ventricular contraction that showed a short circuit condition. Before the episode, all values were stable during the last follow up and in historic trend. The physician was dr. (B)(6) at (B)(6) in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).